Event description:
The patient reported that the circumstances that led to the patient experiencing shooting pain and burning at the stimulator site was unknown. The issue was later determined to be a separated si joint.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the patient was experiencing shooting pains and burning at the pocket site. The pain started the day prior to the report. The patient went to the ER the night prior to the report because the pain was so bad. The pain was still there when the stimulation was turned off. The patient's pain was constant but it was relieved by certain positions. The patient noted that the pain was a little less severe on the day of the report. The implantable neurostimulator (ins) did not feel like it was moving or loose in the pocket site. Impedances were checked and pair 0/7 displayed impedances greater than 10,000 ohms. Everything else with 0 was 900-1 ,100 ohms. The patient was unable to handle stimulation past 0.7v to retest impedances. Group impedances were tested and displayed between 539-738 ohms. The patient was diagnosed with atrial fibrillation and had 6 cardioversions since (B)(6) 2015. The last event was performed on (B)(6) 2015. A CT scan was performed on the day of the report, but not to look at device components. No trauma or falls were reported. The indications for use include non-malignant pain and post traumatic neuraligia. If additional information is received, a supplemental report will be sent.